Event description:
It was reported that he customer had severe low blood glucose and the paramedics were called. It was stated that his blood glucose meter was not functioning and suggested the caller to get a different blood glucose meter as it's no longer in warranty. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.